Event description:
A discordant enzymatic creatinine result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who sent the patient to a specialist center for a renal biopsy which resulted negative. The patient sample was repeated on an alternate system. The repeated result was reported to the physician(s). There were no known reports of adverse health consequences due to the discordant enzymatic creatinine result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined there was no instrument malfunction during the time of the event. The cause of the discordant enzymatic creatinine result is unknown. The instrument is performing within specification. No further evaluation of the device is required.